Event description:
It was reported that during an office check, it was noted that this right atrial (ra) lead exhibited noise. Also, patient was experiencing stimulation. Lead fracture was suspected and was confirmed by x-ray where fracture was noted at clavicular level. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The damage is not considered the cause of the electrical allegations because etfe coating or insulation is still intact on the conductors. A line of code was added for the cracked or torn outer insulation. Furthermore, fracture and noisy signal clinical observation were also confirmed based on the finding of a fractured outer conductor which are consistent with cyclic fatigue.

Event description:
It was reported that during an office check, it was noted that this right atrial (ra) lead exhibited noise. Also, patient was experiencing stimulation. Lead fracture was suspected and was confirmed by x-ray where fracture was noted at clavicular level. Subsequently, this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at the distal area of the terminal boot. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The degradation then led to the observed damage. Furthermore, analysis also confirmed that the outer conductor coil had a break approximately 285 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise were likely caused by the confirmed fracture.

Event description:
It was reported that during an office check, it was noted that this right atrial (ra) lead exhibited noise. Also, patient was experiencing stimulation. Lead fracture was suspected and was confirmed by x-ray where fracture was noted at clavicular level. Subsequently, this lead was explanted. No additional adverse patient effects were reported.